Event description:
It was reported that the patient had developed scar tissue from frequent use of their abdomen as an insertion site. The patient has tried using other areas for insertion. The inner thigh and side of the arm for the pod and side area of the arm for the sensor. However, using these other sites leads to communication issues between the sensor and pod. This occurs even when the pod and sensor are in ¿line of sight¿. Reportedly, the patient does not have much fatty tissue. The patient has received missing sensor value alarms when using sites other than the abdomen. No impact to the patient¿s blood glucose levels was reported. No medical intervention was required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone17.3cgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.